Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was diagnosed with lead dislodgement. The patient was hospitalized. The physician said: the lead was explanted with mechanical traction of the electrode and ventricular electrode implantation without complications.